Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant due to right ventricular failure. The device will not be returned for evaluation.

Manufacturer narrative:
Section d7: correction. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported right heart failure could not be conclusively determined. The patient was upgraded on the transplant list due to right heart failure and was ultimately transplanted on (B)(6) 2018. The heartmate (hm) ii lvas IFU lists right heart failure as a possible adverse event associated with the use of the hmii lvas. This document also explains that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information was provided. The manufacturer is closing the file on this event.